Event description:
During testing, customer reportedly noted the output of their vaporizer was lower than expected. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Investigation of the unit revealed the presence of metal contamination at the thermostat. This causes an opening of the oxygen passage leading to output deviations.